Manufacturer narrative:
Device passed the displacement. Device alarmed a64 during self test due to faulty connector or radio frequency board. Device received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a rf pic failed selftest. Customer stated they were able to clear the alarm but self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.